Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the drill not working was not confirmed. However, during evaluation it was observed that the device was emitting an unusual grinding noise when running, the coupling head was worn, the triggers were sticking, the electronic control unit had an unknown substance on it and cover plate was lifted, the electric motor emitted an unusual noise, and the ball bearings were worn/seized. It was determined that the assignable root cause of these conditions was component wear from normal use and servicing and improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device was damaged. The reporter stated that the device "simply did not work." During in-house engineering evaluation it was found that the device was emitting an unusual grinding noise when running, the coupling head was worn, the triggers were sticking, the electronic control unit had an unknown substance on it and cover plate was lifted, the electric motor emitted an unusual noise, and the ball bearings were worn/seized. The event was not reported to have occurred during a surgical procedure. It was reported that there were no delays to a scheduled procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.